Event description:
The customer reported oil mist. The customer reported that one employee complained of burning eyes with the mist. He stated that, the employee did not seek medical attention or require treatment for the symptom. The asp field service engineer repaired the unit.

Manufacturer narrative:
.